Event description:
Additional information was received from the patient. The patient called back and said they still had pain at implant site and were leaking. The patient referenced the original call where the program was changed from program 1 to program 2. The patient said they were still on program 2. The patient said they had not seen their doctor yet about the pain at the implant site but they had an appointment coming up in may. The patient said they had not tried turning therapy off to see if pain resolved. During the call the patient turned therapy off and said that the pain lessened at the implant but they still had a small amount of pain but they didn't know if it was from going golfing today. The patient said they were going to leave the therapy off for a couple hours and see if the pain got even less. The agent reviewed information about therapy and reviewed the option to change programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were leaking and they had a return of symptoms. The patient said the return of symptoms had been goin on for "months and months."  The patient said they had adjusted the settings a couple times and the symptoms seemed to be getting worse. The patient said they could feel a stimulation sensation at the implant site and they thought they felt that when they would turn therapy off and on.  The patient said this issue started the same time as their return of symptoms. The patient did not know why they felt a sensation at their implant site and denied any falls or trauma. The patient said they were an active person. The patient was on program 1 and the agent reviewed information about therapy and adjustments. The patient requested assistance with changing programs and the agent walked the patient through changing programs and increasing stimulation. The patient did not feel stimulation at the implant site and only felt stimulation in their bicycle seat area. The patient would maintain stimulation level and would continue to track symptoms. They were redirected to their doctor if the issue persisted. The patient mentioned they had an appointment with their managing physician in about a month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.